Event description:
Patient on prisma and extracorporeal membrane oxygenation (ECMO) machine. Over the last hour of treatment the machine was set for 0 removal rate, but the machine took off 160cc. After that the patient was removed from the machine and put on another one. The patient was given a transfusion of red blood cells because their hemoglobin was low. The customer stated that the patient was fine. Customer was using m60 pre dilution set (cat #930555100w.)